Event description:
Early device failure; hospital staff report that intermittently the device will not power on in battery mode. Hospital biomedical staff have replicated the reported intermittent power on. Biomedical staff state that the device would not power on until the battery pack was removed and reinstalled. Biomedical staff believe all intermittent power on events were found during daily device shift checks.